Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the carriage components detached from the dcs. The device was received with the capsule fully closed and slightly over captured. The tip-retrieval mechanism appears intact. The trigger moves to fully advance and retracted positions and locks in place when released. The device was returned with the end cap/screw gear snap fit connected. Delamination is observed over the nitinol reinforcing frame on the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. The tabs are observed to be detached from the male deployment knob component. Damage is observed on the inside of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including the patient anatomy or physician technique. The device was returned to medtronic for analysis. The device was received with the carriage components detached from the dcs. Delamination is observed over the nitinol reinforcing frame on the proximal end of the capsule. Delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured to reposition the valve. During recapture, a drop in blood pressure was reported. It was reported that the drop in blood pressure was due to the occlusion of the annulus during partial deployment. The handle of the delivery catheter system (dcs) separated. The valve had been recaptured from 2/3 deployment to 1/3 deployment. It was attempted to reassemble the handle; however, it was unsuccessful. The dcs was pulled back into the descending aorta. The blood pressure restored and the handle was able to be reassembled. The handle was wrapped in tape and the valve was able to be implanted successfully. It was reported that there were no loose tabs, the dcs was not over-driven and there was no damage noted on the dcs. No abnormal tension was noted. No adverse patient effects were reported.